Event description:
Written report received from affiliate states, "infusion finished too fast." Reporter further states that the infusion lasted 2 days instead of the expected 7 days, and the infusor seemed to be too small to be a 7day infusor. Reporter states there was no patient injury and no medical intervention was required as a result of the reported condition. No information provided regrading the contents of device.